Event description:
It was reported that the right ventricular lead exhibited low sensing, low pacing lead impedance, high capture threshold and failed defibrillation threshold test. The lead was cut, explanted and replaced on (B)(6) 2017. The patient was asymptomatic and stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.